Manufacturer narrative:
(B)(4).

Event description:
The patient experienced ineffective shocks and noise during ventricular tachycardia episodes. The rv lead had an exit block but sensing and impedance were normal. The lead and the device were explanted and replaced. During the replacement procedure insulation damage was noted on the proximal end of the lead. The patient was in good condition following the procedure. Related device report: (B)(4).

Manufacturer narrative:
Additional information: a complete lead was returned for analysis in two pieces. External abrasion breaching the re cable lumen was found proximal to suture sleeve tie impression consistent with friction to the device can. The etfe coating of one re cable was found to be abraded in this location. The abrasion of re cable coating in this location likely caused the noise reported in the field. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damages found are consistent with those occurring at explant procedure.